Event description:
T-connector on IV line found cracked. Hct was low and pt was transfused the next day. Additional information received from the facility indicated the pt suffered no additional sequela associated with this incident.